Event description:
It was reported that the burr was stuck in the vessel a rotalink burr was selected for use. During the procedure, the guidewire was delivered to the patient's body with the help of a microcatheter. Subsequently, it was found out that the coil at the tip of the burr was stuck in the vessel. Consequently, when the guidewire was withdrawn, it was further noted that the tip of the coil was kinked. The procedure was completed with another of the same device. No complications reported and patient is stable.